Manufacturer narrative:
The manufacturer received additional information on 18 august 2025 from quality engineer indicting the device history record (DHR) for the subject device was completed with the following verification: the DHR verification question "are there any foam particles inside the assembly?" Was marked with "yes", however upon reviewing the photographic evidence from the inside of the assembly, no foam contamination was identified. The DHR dated 19 aug 2025 corrects the original service data management report for the device assigned serial number (B)(6). The coding grid for this record has been updated to reflect the update to the device evaluation.

Event description:
The manufacturer received information that a bipap a30 device was returned for service and evaluation. During the evaluation, visible foam particles and foam degradation was observed in reference to the voluntary field safety notice / recall. There is no allegation of serious or permanent harm or injury. The device's sound abatement foam requires replacement to address the issue. Additional findings not related to the malfunction/issue: due to an error code noted in the device error log, the printed circuit board assembly required replacement.